Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the recorded data showed a disorganized rhythm consistent with ventricular fibrillation. The device identified the rhythm as ventricular fibrillation and recommended that a shock be delivered. It is not possible to determine from the recorded data whether or not the displayed voltage is secondary to artifact or is clinical in origin. It is important to note that the device is unable to distinguish between the two and will simply analyze the present waveform and return a result based on programmed logic criteria. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.